Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that they experienced high blood glucose around 300 mg/dl, around 400 mg/dl and over 500 mg/dl. The customer's blood glucose was 198 mg/dl at the time of call. The customer's grandmother stated that they treated the high blood glucose with manual injection. The customer's grandmother stated that the drive support cap appeared normal. The customer's grandmother performed troubleshooting and found small air bubbles but there were no other issues found. The customer's grandmother was advised to change their entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.